Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained results of 33mg/dl. The expected fasting blood glucose test result range is 80 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is feeling fine right now. Customer is not having any diabetic symptoms at this time. He states that the meter was giving low results the meter gave him a result of 33mg/dl fasting. Customer just had open-heart surgery and is unable to troubleshoot at this time.